Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure there was an issue with the inner seal of the device. Another device was used to complete the case with no pt consequence.